Manufacturer narrative:
Follow-up #1: date of submission 12/03/2013. Device evaluation: the device has been returned and evaluated by product analysis on 11/22/2013 with the following findings: reboots observed at end of black box. No damage found to battery cap or battery compartment. Battery cap was able to attach securely to pump. The pump powers on normal with no alarms. Pump was exercised for 24 hrs with no power issues or alarms occurring. The battery cap contact height and width was found to be in specifications. The pump was opened and no damage was found to power circuit. A missing bolus button was found. The display is dim; the letters have a red hue. Setting the contrast to the highest setting did not improve the display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump is out of warranty and died. There is no additional information at the time of this report. There is no reported adverse event with this complaint. This report is made based on the allegation of the power issue.